Event description:
Consumer reported complaint for error message (e-2). The customer reported having a headache; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 08/17/2024. Customer does not remember when she got the test strips but stores them in the living room. Coordinator had initially spoken with customer and transferred information to technician. Technician was unable to contact the customer via telephone; no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache.meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.most likely underlying root cause: mlc-004: improper test method.note:manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.